Event description:
On (B)(6) 2012, a (B)(6) female pt underwent a stealth craniotomy for a left tentorial tumor resection. A medtronic flexible stealth stereotaxy device (reference frame holder part # pn960-537) was used. The pt was in a supine position. The pt's skull was prepped, positioned, and secured in a normal fashion. The operating room (or) staff then draped the pt and started the procedure. It was then reported that the frame slipped or moved, caused one of the skull pins to create a 1 inch - laceration on the left side of the pt's head. The pt and the equipment were evaluated following the slip. The length of time the product was in use before the event occurred was unk. After re-positioning and re-securing the pt's skull in the clamp, the surgical procedure was continued and completed. No additional problems were noted other than the laceration. A skin staple was placed to close the laceration and an additional bandage was placed over the wound. No other treatment was needed.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.